Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that one hour after the patient was intubated with tracheal tube, the cuff air pressure could not be maintained and remained unstable. The device was removed and replaced, after which the pressure stabilized. No other adverse consequences were reported.